Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
A notification was received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular fibrillation with a "possible" relationship to the impella device used. During impella supported percutaneous coronary artery procedure, the patient developed ventricular fibrillation and was shocked two times and received pne round of cardiopulmonary resuscitation before return to sinus rhythm. Amiodarone drip was started, and the patient was taken to intentsive care unit post procedure on support. The patient recovered with no sequelae. Additional information was obtained by the physician. Post stent placement, once the impella was already in place, is when the patient went into ventricular fibrillation and required a direct current cardioversions. The impella was properly placed and appropriately running. The physician did not feel the ventricular fibrillation was related to the impella as it was already in place and did not move.